Event description:
It was reported that the device had emitted beeping tones, and out of range shock impedance measurements were displayed. The lead was alleged to have been fractured and had insulation damage. At this time a revision is not planned as the patient did not want any extra procedures. No adverse patient effects were reported. This electrode remains implanted.